Manufacturer narrative:
Device evaluation: g4, h2, h3, h6 and h10. H10 result of investigation: the suspect device has been returned to the manufacturer for evaluation, and technical support identified issue is associated with an electrically powered device where an electrical malfunction results in a device problem.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The equipment was received in house at the vyaire facility in (B)(6). For evaluation. Service tech was unable to verify the reported "alarming as "inop" problem. Did not find any inop conditions in the event trace. Connected a known good patient circuit and ac adapter. Put the vent on extended testing for 64.7 hours and passed. Passed the initial final test. Service was unable to duplicate the reported problem during testing and evaluation.

Event description:
The customer reported that the revel unit is alarming inop and the alarm does not turn off. At this time, there is no information regarding patient involvement associated with the reported event.